Event description:
It was reported that the medication was not dispensed when the patient pushed the button a second time on (B)(6) 2025 between 18:59 and 22:04. There was patient involvement and no harm. The customer later clarified that, "nursing staff has determined that a co-worker failed to reset, it wasn't an equipment issue."

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the medication was not dispensed and later customer confirmed that nursing staff has determined that a co-worker failed to reset, it wasn't an equipment issue. The case escalated to dchu. Informed to the customer that dchu will create a product report identification number (pr ID). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medication was not dispensed when the patient pushed the button a second time on (B)(6) 2025 between 18:59 and 22:04. There was patient involvement and no harm. The customer later clarified that, "nursing staff has determined that a co-worker failed to reset, it wasn't an equipment issue."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: concomitant med prod data. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the medication was not dispensed and later customer confirmed that nursing staff has determined that a co-worker failed to reset, it wasn't an equipment issue. The case escalated to dchu. Informed to the customer that dchu will create a product report identification number (pr ID). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the medication was not dispensed when the patient pushed the button a second time on(B)(6) 2025 between 18:59 and 22:04. There was patient involvement and no harm. The customer later clarified that, "nursing staff has determined that a co-worker failed to reset, it wasn't an equipment issue."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.